Event description:
It was reported that a beta bionics ilet user 's pump was stuck on the update screen. The agent assisted with troubleshooting, but the user's pump would not turn on. Upon placing the pump on the charger, it stated "charge ilet now battery low." The user has some short acting insulin and is trying to revive old tandem pump. It was determined a replacement was indicated. The user was provided a new device which was working great.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.